Event description:
The bone mill guide was dropped into pt's throat. Dr and pt thought part was swallowed, waited a few days, and decided part was aspirated; confirmed by x-ray. Dr did not use throat packs or rubber dam because pt had strong gag reflex, making their use difficult. If additional info becomes available, a follow-up report will be done. MFR date 1997.